Manufacturer narrative:
(B)(4). The customer returned one PICC catheter and a lidstock for analysis. Signs-of-use in the form of biological material was observed inside the distal extension line. Visual analysis of the returned sample revealed that the distal end of the juncture hub was defective. The appearance of this defect appeared consistent with a molding defect. This subsequently created a hole leading into the proximal lumen. A lab inventory syringe filled with water was used to test for leaks on the returned catheter. When the proximal lumen was injected, water was observed leaking out of the hole in the juncture hub. No leaks were observed when injecting the distal extension line. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if the package has been previously opened or damaged. The customer report of a leaking juncture hub was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter leaked out of a small hole in the juncture hub when injecting water through the proximal lumen. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "passage from PICC to patient is made, when lumen permeability is verified, return of bubbles is evidenced by one of the lumens, given the evidence that this lumen is not perfused and the catheter is reviewed showing a defect in its integrity, a small hole in the bifurcation of the lumens, given the above, immediate removal of the catheter is indicated, given a very high risk of air embolus, at the moment the patient is asymptomatic, without neurological alteration or other symptoms related to possible complications."

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "passage from PICC to patient is made, when lumen permeability is verified, return of bubbles is evidenced by one of the lumens, given the evidence that this lumen is not perfused and the catheter is reviewed showing a defect in its integrity, a small hole in the bifurcation of the lumens, given the above, immediate removal of the catheter is indicated, given a very high risk of air embolus, at the moment the patient is asymptomatic, without neurological alteration or other symptoms related to possible complications."